Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator had a problem with the graphic user interface (gui) display. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
(B)(4). Inadvertently submitted. The issue reported does not meet the criteria of report ability as it could not have caused or contributed to a death or serious injury.